Event description:
A 7 mm diameter x 12 mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a left renal artery lesion in 2004. The lesion was not pre-dilated. The ostium was reported to be heavily calcified. It was reported that the stent became stuck on calcium upon entering the artery. The physician pushed the delivery system forward and pulled it back, which resulted in the dislodgement of the stent. The stent was snared and removed from the pt. The lesion was dilated and treated with another stent. No sequelae were reported and the pt is reported to be fine. Medtronic has received the returned device and its analysis has been completed. Balloon pillows were present and the balloon did not appear to have been inflated. The stent was returned on the snare. There were no relevant kinks or bends on the delivery system. Based on the investigation performed and the info available it is likely that the stent dislodgement was caused by the failure to pre-dilate the lesion and the severe calcification in the renal artery ostium.